Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade unknown. The device has been explanted and replaced.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade unknown. The device has been explanted and replaced.